Event description:
In a journal article, a surgeon reported having a pt that developed pigmentary glaucoma following in-the-bag intraocular lens (iol) implant surgery. From the fourth day postoperatively, the intraocular pressure (iop) increased and was controlled with antiglaucoma medications. The visual acuity remained 20/20. To control the iop, filtering surgery was performed in 2006. At that time, it was also discovered that the posterior surface of the iris was being rubbed by the inferior haptic of the iol, which was in the bag and deformed. The haptic was pushed downward to restore it to its proper shape. After the filtering surgery, the pt's visual function stabilized and intraocular pressures remained normal without medications. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional info has been requested. Boutboul s, letaief I, lalloum f. Puech m, borderie v. Laroche l. (2008). Pigmentary glaucoma secondary to in-the-bag intraocular lens implantation. J cataract refract surg. 2008 sept; 34: 1595-97. This report was mailed to FDA on: 11/13/2008.